Manufacturer narrative:
The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
A quattro catheter was placed in a patient's femoral vein without any issues by an experienced physician. The patient was receiving ivtm therapy for hypothermia after a cardiac arrest. During the rewarming phase, the attending nurse observed a "saline alarm" and an empty bag of saline. According to the attending nurse, there were no leaks found on the console or on the floor. Both the start-up kit and thermogard console were replaced an unspecified time later. There were no further issues reported. Per reporter, after 90 hours of temperature management therapy, therapy was completed. There was no report of patient consequence as a result of the issue.